Event description:
Reporter alleged blood glucose measured 222 mg/dl at 12:01 pm, however, customer had low glucose symptoms of seeing black dots, slurring words, and being unable to walk straight, so customer self treated with dietary adjustments. It was stated 15 minutes later glucose measured 98 mg/dl and no other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.